Event description:
It was reported that when the medial lumen was flushed before use, solution was detected inside the extension line of the distal lumen. As the user suspected, an inner lumen leak, the catheter was not used. There were no reported patient complications as a result.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.